Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and a bent collet in the reported problem area of the pipettor assembly. The tip clamp was replaced. The instrument was inspected, tested without further problem, and returned to service.